Event description:
The recipient is reportedly experiencing an infection with drainage from the incision site following initial device implantation. The recipient is presenting with pain. The recipient reportedly underwent a local wound care procedure, however, the issues did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. During revision surgery, infectious tissue was removed and mastoid space cleaned. Cultures revealed pseudomonas. The recipient was prescribed IV antibiotics (type unknown). The recipient will be reimplanted at a later date. The recipient is reportedly healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.